Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The flared strut was confirmed. Additionally, a tear was noted at the guide wire exit notch. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported stent damage appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 2.50x18mm rx xience xpedition stent delivery system (sds) it was noted that the first strut of the stent was flared. Since it was discovered before use, the 2.50x18mm rx xience xpedition sds was not used. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that there was a tear in the guide wire exit notch.